Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. The analysis revealed gaps in the adhesive at both the distal and proximal ends of the distal bonding point. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the noted possible gap/channel in the adhesive at the distal bonding point appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous anterior tibial artery that is 80% stenosed. After crossing the lesion with a command es guide wire a 2.0x40mm armada 14 balloon dilatation was being prepared; however, a leak was noted at the hub outside the patient's anatomy. A new 2.0x60mm armada was used to successfully complete angioplasty. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.